Event description:
Complainant alleged the medics were monitoring the heart rhythm of a pt (age unknown) with chest pains. The device displayed a normal sinus rhythm, however started to self-charge. The medics turned the device off/on and the device again started to self-charge. The medics again turned the device off. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.